Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. The etiology of the event is unknown; therefore causality cannot fully be determined. Based on the available information, there is no documentation or indication the liberty select cycler and/or liberty cycler set caused or contributed to the adverse event. Additionally, there is no allegation of a malfunction or of the machine failing to perform as expected in relation to this event. It is known however that undergoing of peritoneal dialysis is associated with a high risk for peritoneal infection. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
Medical records for a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt), was diagnosed with peritonitis (exact date unknown). The peritoneal dialysis registered nurse (pdrn) believed the peritoneal effluent fluid cultures were positive for staphylococcus epidermidis. The patient was treated outpatient with vancomycin; however the dosage, frequency, duration and route is unknown. No additional information was available.